Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the esc button was unresponsive. Customer's blood glucose was unknown. The customer's mother could not recall any significant events leading to the keypad issues. The mother stated the insulin pump may have been exposed to moisture from humidity. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.